Manufacturer narrative:
Device investigation details: a video was received for evaluation following biosense webster's procedures. According to video provided by the customer, a fluid leakage is observed. The customer complaint was confirmed based on the video received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. A manufacturing record evaluation was performed, and no internal action related to the reported complaint condition were identified. Note: h6. Investigation findings code of ¿appropriate term/code not available (c22)¿ used to represent the photo analysis results. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo and the valve was detached. The valve appeared to be broken/cracked and presented with leakage. The hemostatic valve was not dislodged inside the hub and the brim cap/hub did not become separated from the sheath. No air entered the patient¿s body and no treatment was required. Approximate blood loss was about 10 ¿ 15 ml.

Manufacturer narrative:
On 21-aug-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo and the valve was detached. The valve appeared to be broken/cracked and presented with leakage. The hemostatic valve was not dislodged inside the hub and the brim cap/hub did not become separated from the sheath. No air entered the patient¿s body and no treatment was required. Approximate blood loss was about 10 ¿ 15 ml. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged from the irrigation hub and broken in the star section. A microscopic examination of the hemostatic valve surface showed stress marks on the damage. The dislodge and broken condition could be related to the incorrect insertion of the dilator into the sheath; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The hemostatic valve leak and separation issues reported by the customer were confirmed due to the broken and separated hemostatic valve which can cause leakage. The potential cause of the dislodge and broken hemostatic valve could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The instructions for use (IFU) contain the following recommendations: use best practices for inserting or retracting any device at the hemostatic valve; do not remove dilator or catheter rapidly. Damage to hemostatic valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).